Event description:
It was reported that a patient experienced pain while walking approximately 7 months post implantation of a trauma device. Subsequently, a CT scan showed non-union of the screws. The patient then missed all further followups and the case was closed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: vpc screw 4.0x38mm cat# 233240038 lot#ni. G2: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00078.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lapidus procedure of the foot with non-union of the 1st tarsal-metatarsal joint as noted. A definitive root cause cannot be determined. The reported event for non-union has been confirmed through radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.